Manufacturer narrative:
The investigation into this matter is still ongoing. If additional information is obtained this report will supplemented accordingly. Pseudoaneurysm is a known, possible risk which is disclosed in the product IFU. The instruction manual for the vascade mvp xl states "do not use in vessels with suspected intraluminal thrombus, haematoma, pseudoaneurysm or arteriovenous (av) fistula. These conditions may interfere with the proper use and performance of the device."

Event description:
A patient underwent a procedure using the vascade mvp xl. The physician reported that a patient developed a pseudoaneurysm and bleeding post operatively. The pseudoaneurysm and bleeding were treated with manual compression.

Manufacturer narrative:
This supplemental report is being submitted to provide additional investigation results. As of january 2026, for the past 12 months, there has been reported 1 unit related to defect "(B)(4)" for the item 800-1012xl (xl). Device history record was reviewed, and lot was manufactured according to approved procedures and met all specifications for release, with no noted manufacturing deviations that would have contributed to reported defect. The root cause could not be determinate without sample provided for evaluation.